Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress. Not returned.

Event description:
It was reported that the device failed to inflate and separated during removal. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the anterior tibial artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. It is unknown if there were stents present within the treatment site or tracking path. An ipsilateral antegrade approach was made with a 4.5fr parent, medikit introducer sheath and several guide wires. The guidewires used were a command300, abbott vascular, chevalier tapered 3, fmd, 9*12 astato, st. Jude medical and a chevalier floppy, fmd. The guidewires were used to cross the lesion with a prominent std, tokai medical micro catheter. The complaint device was delivered to the lesion. It is unknown if there was any difficulty advancing the guidewires or device. The device was attempted to be inflated however the balloon did not inflate. The device was removed from the patient. During removal the shaft of the device separated at 3cm from the distal end of the guidewire exit port. The separated piece was removed from the patient by percutaneous removal. It is unknown how many times the device was inserted into the patient and inflated and unknown if force was required when using the device or if kinks were noted during or after use. Three devices were then delivered and inflated and the procedure was completed successfully. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the device failed to inflate and separated during removal. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the anterior tibial artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. It is unknown if there were stents present within the treatment site or tracking path. An ipsilateral antegrade approach was made with a 4.5fr parent, medikit introducer sheath and several guide wires. The guidewires used were a command300, abbott vascular, chevalier tapered 3, fmd, 9*12 astato, st. Jude medical and a chevalier floppy, fmd. The guidewires were used to cross the lesion with a prominent std, tokai medical micro catheter. The complaint device was delivered to the lesion. It is unknown if there was any difficulty advancing the guidewires or device. The device was attempted to be inflated however the balloon did not inflate. The device was removed from the patient. During removal the shaft of the device separated at 3cm from the distal end of the guidewire exit port. The separated piece was removed from the patient by percutaneous removal. It is unknown how many times the device was inserted into the patient and inflated and unknown if force was required when using the device or if kinks were noted during or after use. Three devices were then delivered and inflated and the procedure was completed successfully. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. No external or internal packing was returned. The device was returned in two pieces. The hub was printed as expected and no visual defects were observed. The hypotube was returned in two pieces. A total of 2 kinks and 4 bends were noted between the two separate pieces. The total length of the first section was approx. 350mm. There was a torn/jagged edge. A total of 8 minor bends were noted on the device. The bends were approx. 50mm, approx. 250mm, approx. 430mm, approx. 430mm, approx. 520mm, approx. 610mm, approx. 710mm and approx. 830mm, all from the strain relief. There was evidence that the inner stretched and broke. The inner was pulled the whole way out from the re-port. The break on this piece is quite jagged and is not circular in shape. The outer separated approx.70mm from the re-port. The total length of the second section was approx. 160mm. There was a torn/jagged edge. There is evidence of a squeezed impression noted on the inner just at the proximal markerband. The total distance measured between the two markerbands is approx. 220mm. It appears that the proximal markerband has moved approx. 5mm towards the proximal side of the device. There is evidence that the markerband was placed correctly on the device. The break on this piece is also jagged and not circular in shape. One kink was noted on the transition outer. The inner was separated just at the re-port. Eight minor bends were noted on the outer. There was one squeezed impression on the inner. The balloon arrived back in bad condition. The distal side of the balloon has folded back in on itself and there is evidence of a crystalised substance still present in the balloon. The distal tip is missing. No functional examination carried due to the condition of the device. The evaluation of the complaint device has confirmed the reported failure mode for device separation. Based upon the available information a definitive root cause cannot be determined. Due to the condition of the returned device it is possible that handling or procedural techniques (i.e. Excessive force causing a restriction of the inflation lumen) may have caused the device not to inflate and also separation of the device. The patient factors are also unknown and this may also have been a contributory factor. Based on analysis performed no additional action is required at this time. The confirmed complaint rate for this failure mode is 0.028%. This is above the predicted rate of 0.010%. An event has been raised in our quality system to address this issue. The IFU states: description: ¿ the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter family comprise a range of sizes of rapid exchange catheters for peripheral angioplasty. The catheter¿s proximal tubing is 304v stainless steel and the distal coaxial tubings are nylon co-polymer blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. Indications: the sleek® catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: ¿ carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. ¿ if the hypotube kinks prior to or during use the catheter should be discarded. No attempt should be made to straighten a kink in the hypotube. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Deflation and withdrawal ¿ simultaneously withdraw the dilatation catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. (B)(4).